Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) says they charged implantable neurostimulator (ins) and has had stimulation on. They said they feel the numbness in "my toes almost to the arch of my foot". During the call they connected to ins and it shows they are on group b. Pt says they have tried all available groups and said "the difference it the intensity, like one has a higher frequency that the other". Base and prime are both at 3.1v and pt says they don't feel stimulation, yet they have the numbness that they described. During the call the patient lowered base to 2.2v and said they still have the numbness feeling. Pt then reported that whether or not stimulation is on or off, they still have this feeling in their foot. Pt says the stimulator was put in for back pain. Since patient has this numbness feeling whether stimulation is on or off, they were redirected to healthcare provider (hcp).

Event description:
"Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt says they were implanted about a month and a half ago. The reason for the call was: pt says that when stimulation is on, their toes up to their knees feel worse than before they got the implant. They said their toes and knees are kind of numb. They said its been this way since about a week after the implant. Pt says when they drive "it shocks me when I touch the gas pedal". Pt is currently charging ins, but will call back for troubleshooting their stimulation issues, once the ins is charged.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.